Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation and stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.00 x 38 mm xience alpine stent delivery system (sds) was selected for the procedure. Following removal of the protective stent sheath with no issues noted, the stent implant was observed to have dislodged from the balloon and located in the protective sheath. The struts in the mid-section stent were observed to be bent out of shape. The sds was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.